Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified a hypotube shaft break approximately 21cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross the lesion. A microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error the lesion was severely calcified. The dfu contraindicates heavily calcified lesions. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a coronary artery stenting treatment procedure difficulty crossing the lesion occurred. The 75% stenosed lesion was located in the severely calcified left circumflex artery. The 2.25x20mm taxus liberte stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned product analysis revealed a catheter shaft fracture.